Manufacturer narrative:
Based on the info provided, no definitive conclusion can be made. The subject product was not returned therefore no evaluation can be performed. A mfg review was performed and no discrepancies or non-conformances were noted. See MDR. 1713747-2013-00107.

Event description:
The following was reported by the user facility. During treatment an alarm went off indicating there was a blood leak, the blood was visually observed. Thirty minutes later the same thing happened on a 2nd dialyzer. Pt was taken off the machine and the dialyzer was replaced both times. Estimated blood loss: <100cc's. There was no pt injury as a result. This MDR is being filed to document the reported malfunction of the device.